Event description:
It was reported that an expired implant was implanted to the patient. No further information has been provided.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and insufficient clinically relevant supporting documentation was provided; therefore a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.